Event description:
It was initially reported on (B)(6) 2009 that while the device was turned on, a pt felt they were either under or over stimulated. On (B)(6) 2010, it was later reported that the patient's balance was worse, as there was "unevenness in the transmission in the brain". Balance seemed to improve when the pt was away from home and away from a "smart meter". The pt also felt "distracted" when they were home. No therapy adjustments were made via the pt programmer. Since june, the pt noted that things have gradually gotten worse regarding balance and distraction. On (B)(6) 2010, a loss of therapeutic effect was reported. The pt stated he started experiencing symptoms when a smart meter was installed in his house. It was noted that the power company refused to turn off the smart meter without a medical letter. The patient's outcome was not reported. Additional info will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).